Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported after dinner she began to feel a bit sick. Pt stated she tested her blood glucose level with a reading of 439 mg/dl; took 4.0 extra units of insulin. Pt reported when she tested her blood glucose level again, it was still at 439 mg/dl so, she decided to change the infusion set. Pt stated the infusion set was almost new, but was full of blood. Pt reported she took another extra unit of insulin. Pt stated her blood glucose level rose again and reached 471 mg/dl; decided to take another 3.0 extra units of insulin. Pt reported her blood glucose level is going down, but the infusion device did not show any alarm messages during the evening. Pt stated she switched to the backup infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.